Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and found to have normal battery depletion.

Event description:
It was reported that the battery voltage for the device was 2.63 v with a battery impedance of 5083 ohms last month on the carelink report. On the carelink report now the battery voltage is 1.87 v with a battery impedance of 5742 ohms. The device does not show the elective replacement indicator (eri). The device has been explanted and replaced. No patient complications were reported as a result of this event.